Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter. The physician scoped the patient and observed the cuff was not able to coapt enough to keep the patient dry. The patient underwent surgery and the device was replaced. There were no further patient complications.